Event description:
Related manufacturer reference number: 2017865-2021-30069. Related manufacturer reference number: 2017865-2021-30070. It was reported that the patient presented in the emergency room with chest and back pain following new implantable cardioverter defibrillator system implant and then a cardiac catheterization procedure. Cardiac tamponade was diagnosed. It was noted that the x-ray and fluoroscopy did not show any signs of gross lead perforation. It was also noted that the lead electrical measurements were normal. A pericardial window procedure was performed on (B)(6) 2021 to address the pericardial effusion with resulting tamponade. The patient was stable.